Event description:
It was reported that the application instrument for sternal zipfix would not function. The device malfunctioned during a surgery that occured approximately one week prior to being to reported to sales consultant on (B)(6) 2014. The sternal closure was completed using the malfunctioning device. The surgery was completed with no delay or harm to patient. This report is 1 o f1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device instrument and is an is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a pd evaluation was conducted. The report indicates that the second generation instrument was inspected and an application test with three implants were performed. The implants could be tensioned and cut as per the design intent. However the trigger does not return to is indented resting location which has an influence on the opening angle of the cam-clamp component to insert the implant into the instrument for tensioning and cutting. Furthermore, it was found that the instrument had not been lubricated as per the instructions provided by the manufacturer. The root cause of this functional issue is related to the spring component and the not preformed lubrication of the device. The design of the trigger spring was changed with (B)(4) to the latest version. The complaint is closed by product development as valid. The issue was addressed previously in the design improvement under (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.